Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-01784. It was reported that patient's system controller had a communication fault alarm and the set speed read at 3000 rpm. The system controller would not work when connected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial #: (B)(6) ) is being evaluated for the reported event of communication fault alarms. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 9 days ((B)(6) 2022 ¿ (B)(6) 2022 per time stamp). The pump was at a fixed speed of 3000 rpm with a low speed limit (lsl) set to 5000 rpm. The pump was at a speed of 0 rpm throughout the entire log file. Loss of lvad comm alarms were active and coincident with comm_b_fault and comm_a_faults. The log file did not capture when the system controller was first connected. Throughout the log file, the system controller was able to alarm as intended and connect and register different power sources. There were no other notable alarms active in the log file. A review of the submitted periodic log file showed 256 events spanning approximately 42 days ((B)(6) 2022 -(B)(6) 2022 per time stamp). The pump was at a fixed speed of 3000 rpm with an lsl set to 5000 rpm. The pump was at a speed of 0 rpm throughout the entire log file. Loss of lvad comm alarms were active and coincident with comm_b_fault and comm_a_faults. The log file did not capture when the system controller was first connected. Throughout the log file, the system controller was able to alarm as intended and connect and register different power sources. There were no other notable alarms active in the log file. Additional provided information communicated on (B)(6) 2022 stated that the customer is aware of the issues with the patient and the controller. There are no interventions planned at this time. Multiple good faith efforts were sent to retrieve additional information regarding what the cause of the comm fault alarms was, if the system controller was exchanged, if further troubleshooting was performed, and if anything would be returning for evaluation; however, no response was received. A review of the patient history revealed that the patient has been experiencing similar communication issue events since 2017. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.